Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that upon removal of a tampon the string pulled out leaving the pledget inside her vaginal cavity. She manually removed the pledget and did not indicate the need to seek medical attention. She did not experience any adverse health effects.